Event description:
It was reported that the screw broke while inserting on tibial side. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 8x30mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm¿s of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. The condition of the screw indicates it was subjected to excessive force during insertion.